Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) was confirmed. Upon investigation the monitor failed incoming pulse testing. The cause for the failure was isolated to the j1001 connector on the monitor computer/analog pca. The connector was not fully seated. The root cause for the unseated connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 105 (pulse test relay fault).